Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys ca 19-9 immunoassay results for 1 patient sample on a cobas 6000 e 601 module serial number (B)(4). The initial ca 19-9 result with a 1:10 dilution was 6.91 u/ml and calculated as 69.1 u/ml when accounting for the dilution factor. The repeat ca 19-9 result was 50.66 u/ml. The ca 19-9 result of 69.1 u/ml was reported outside of the laboratory and the result was questioned. The sample was tested with the abbott method and the ca 19-9 result was 28.4 u/ml. A new sample was collected from the patient. On (B)(6) 2018 the ca 19-9 results were 48.93 u/ml and 49.85 u/ml on the e 601 module. The new sample was tested with the abbott method and the ca 19-9 result was 33.53 u/ml. There was no allegation of an adverse event. Product labeling indicates the measured ca 19-9 value of a patient's sample can vary depending on the testing procedure used. Ca 19-9 values determined on patient samples by different testing procedures cannot be directly compared with one another.

Manufacturer narrative:
The investigation determined that based on the provided calibration and qc data there was no indication of a general issue with the reagent and the initial result was below the recommended concentration for diluting samples. The investigation was unable to find a definitive root cause.